Event description:
It was reported that the user requested a factory reset of the ilet due to concerns of excessive insulin delivery and weight gain, with a recent hypoglycemic event to 41 mg/dl followed by rebound hyperglycemia to 227 mg/dl likely related to overtreatment; the case involved oral glucose use and a transfer to a partner organization for management review, with troubleshooting and education completed and additional training assigned. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medical intervention in the form of medication intake to address low glucose. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, with insufficient information regarding the device problem and component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.